Manufacturer narrative:
The reported event was unconfirmed. Received (4) photo samples. First photo sample shows top view of temp sensing catheter with syringe. Second photo sample zooms in on end of catheter with a slightly inflated balloon. The third photo shows the inflation cap. Fourth photo sample shows the product information. Visual evaluation of the returned sample noted one opened (without original packaging), all-silicone foley catheter with syringe. Visual inspection of the sample noted no physical defects present. Using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated properly. Deflated balloon with returned syringe. The balloon deflated passively in under 5 minutes. Asymmetrical balloon (100:0) observed. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated properly. Asymmetrical balloon (100:0) observed. Deflated balloon with (in-house) syringe. The balloon deflated passively in under 5 minutes. The reported event was not confirmed; however, a new record has been created to address the asymmetrical balloon. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a risk, labelling and DHR review were not required. However, a DHR was completed before unconfirming the event. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when draining the sterile water during a pretest, about half of the water could not be removed. The syringe was still inserted when the water was collected, but the cuff was still half inflated. Per sample evaluation on 21nov2024, it was reported that the foley catheter had asymmetrical balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when draining the sterile water during a pretest, about half of the water could not be removed. The syringe was still inserted when the water was collected, but the cuff was still half inflated.